Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2019-01834 was submitted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ventricular tachycardia alarm was visible, but the central station did not sound. No adverse event was reported.